Event description:
It was reported that during a dialysis graft declot procedure, the clinician was placing the basket just beyond the anastamosis. The basket "veered" off to a separative native branch, at which point it became dislodged from the catheter. The clinician performed a removal procedure by using a snare and was successful. There were no pt complications reported.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.